Manufacturer narrative:
One device was received for evaluation. Visual inspection found no damage on the device. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there were frequent blockage alarms. The fault occurred while in use with the patient. There was known patient involvement and unknown patient harm/adverse event reported.